Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the electric pen drive device control unit was not functioning, and the handpiece was running "anti-clockwise" in the forward position. It was noted that the electric control unit was faulty and there were water stains on the motor surface. It was also noted that the device failed pre-repair diagnostic tests for direction of rotation, and function with the foot pedal. It was noted in the service order that the device only worked in forward mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.